Event description:
A nurse reported that surgeons have experienced posterior capsule tears during cataract extraction procedures and the events may be related to sharp edges on the tip of the handpiece. Additional information has been requested.

Manufacturer narrative:
The sample has not been received for evaluation. The device history record for the affected lot was reviewed. There were no abnormalities that could have contributed to this event and the product was released according to the manufacturer's acceptance criteria. The root cause is unknown at this time. (B)(4).